Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer had issues with pump shutting off and had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Customer current blood glucose was 191 mg/dl. Customer had high blood glucose level resulting in her getting sick. Customer reported no warning or alert. Customer attempted to change battery but had no batteries at home, she put the same battery back in the pump and it resumed working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.